Manufacturer narrative:
The reported issue (it was reported that the part of the drain that connects to the catheter was missing.) Was confirmed after visual evaluation. Visual inspection noted that the received sample has not the catheter connector. The tube did not have evidence of solvent on it. The catheter connector was not assembled to the tube. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿directions for use: wash hands. Remove protective cap from drainage tube and connect drainage tube adapter to catheter." (B)(4).

Event description:
It was reported that the part of the drain that connects to the catheter was missing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the part of the drain that connects to the catheter was missing.